Event description:
Event as reported by facility infection control coordinator, rn. This information was captured via the facility's infection control surveillance program. In 2009 - patient underwent mesh implant of sepramesh x 2, which was fixated with sorbafix. The wound was closed at that time with vicryl and monocryl sutures. The following month - the patient was diagnosed with abdominal wall cellulitis and an operative procedure (wound debridement and subcutaneous placement of a wound vac was placed) performed on the superficial tissue. Three months later - patient underwent mesh explant procedure with incision and drainage of wound. Multiple fistula tracts were noted in the deeper tissue. A large pocket of fluid was noted in deep tissue, which was described as purulent material. A wound vac dressing was placed. The patient had multiple hospital readmissions, PICC line placement with antibiotic therapy which included vancomycin and diflucan. The following month - patient was readmitted with a fungal skin infection, which extended 10 cm around the perimeter of the incision/wound bed. Wound vac discontinued because of this, and left open to heal via secondary intention

Manufacturer narrative:
Notification of event received from the hospital states "..it is not clear where the source of infection originated..." All devices mentioned in the event description were reported to have been discarded at the user facility, therefore, no product was/or will be returned for evaluation. Based on currently available information, we are unable to determine if the fixation device caused or contributed to the patient's infection. See MDR 1213643-2009-00491 and 1213643-2009-00492 for information related to the two sepramesh mesh patches devices implanted.